Event description:
It was reported that the device could not be interrogated and no pacing was observed. The patient's heart rate was 30 bpm. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to low battery voltage. Device longevity was found to be within normal limits. No high current drain sources were found. The battery was returned to the vendor for further analysis. The cause of the premature battery depletion could not be determined.